Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The complaint device was returned connected to the catheter with a guidewire running through the device and the coil proximal to the burr was broken. An attempt was made to remove the guidewire but resistance was encountered due to presence of dried saline. The wire was then removed from the device with no issue encountered. A visual examination of the device observed no issues. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as:2134265-2015-01265. It was reported that the burr was stuck on the wire and the burr tip was detached. The 90% stenosed target lesion was located in the severely calcified proximal left anterior descending artery (lad). A 1.75mm rotalink¿ plus and a 330cm rotawire were used for treatment. The rotalink was set at a rotation speed of 180,000rpm and ablation was performed. The physician attempted to withdraw the rotalink while the device was on dynaglide mode; however, when the advancer was pulled back the distal portion of the burr did not appear to move under angiography. The physician deemed that the distal tip of the burr had detached. Then physician then attempted to withdraw the rotawire and burr, but it was observed that the burr was stuck on the wire. Both devices were retracted successfully into the unspecified guide catheter. A non bsc balloon was then inserted into the guide catheter and inflated near the withdrawn burr and as a result, the burr was trapped by the balloon. All the devices were removed from the patient as a unit. The lesion was dilated with an unspecified balloon catheter and stenting was performed to complete the procedure. There were no patient complications reported and the patient's condition was good.

Event description:
Same case as:2134265-2015-01265. It was reported that the burr was stuck on the wire and the burr tip was detached. The 90% stenosed target lesion was located in the severely calcified proximal left anterior descending artery (lad). A 1.75mm rotalink¿ plus and a 330cm rotawire were used for treatment. The rotalink was set at a rotation speed of 180,000rpm and ablation was performed. The physician attempted to withdraw the rotalink while the device was on dynaglide mode; however, when the advancer was pulled back the distal portion of the burr did not appear to move under angiography. The physician deemed that the distal tip of the burr had detached. Then physician then attempted to withdraw the rotawire and burr, but it was observed that the burr was stuck on the wire. Both devices were retracted successfully into the unspecified guide catheter. A non bsc balloon was then inserted into the guide catheter and inflated near the withdrawn burr and as a result, the burr was trapped by the balloon. All the devices were removed from the patient as a unit. The lesion was dilated with an unspecified balloon catheter and stenting was performed to complete the procedure. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).